Event description:
Ous MDR - it was reported that approx. 64 months after the implantation out of range shock impedances were noted. The x-ray images reportedly showed a stretched svc coil. Thus the lead was decided to be extracted. During the procedure the svc connector was found damaged as well.

Manufacturer narrative:
The analysis was based on the inspection of the returned lead fragments, a scanning electron microscopy (sem) of the fractured edges, an analysis of the available data including the provided radiographic images and photos. Furthermore the quality documents associated with the manufacture of this particular device were investigated. Upon receipt, the lead under complaint was found cut approx. 25 cm and 47 cm distal to the is-1 connector pin. Additionally the df-1 connector of the svc coil was found severed 2.5 cm distal to the pin. All four fragments were available for analysis. During the visual inspection the severed df-1 connector of the svc coil was found excessively damaged and deformed. Cuts in the insulation were notable as well as a stretched kink protection wire indicating tensile stress. The conductor cable to the svc coil was detached from its crimping point in the df-1 connector pin. Subsequent in depth analysis of the crimping point did not demonstrate any peculiarities. Furthermore the documentation of the tensile test, which was performed during the manufacture of the lead, was inspected showing no sign of any inconsistency during this test step. On the provided x-ray images, comparing the leads position shortly after the implantation in (B)(6) 2013 with the situation in (B)(6) 2018, the pocket area showed slight differences. The connectors had slightly moved resulting in decreased loop radii around the header. On the image taken in (B)(6) 2018, approximately one month before the extraction procedure, the svc connector did not show any obvious damages in the header region indicating that the damage most likely occurred after the (B)(6) 2018. The root cause of the damaged df-1 connector of the svc coil cannot be determined with certainty. However, taking the radiographic findings under consideration as well as the cuts in the connector which were found during the visual inspection, it remains possible that the damage occurred during the opening of the pocket. Further investigation showed that both shock coils were surrounded by tissue residuals, indicating an excessive ingrowth. The svc coil was fractured in its proximal area. The analysis of the welding point did not show any peculiarities. The observed damage can be considered as the root cause of the two shock impedance outliers in (B)(6) and (B)(6) 2018 which were evident in the provided shock impedance trend curve of the quick view data from the (B)(6) 2018. Subsequently the svc coil was analyzed with scanning electron microscopy (sem). The structure of the fractured edges demonstrated signs of fatigue over a longer period due to unexpected mechanical stresses. Based on the characteristics of the damaged svc coil, as well as the available comparing x-ray images from 2013 and 2018, the svc shock coil might have been subject to tensile forces from the distal direction in the implanted state. The origin cannot be conclusively determined. However, the ingrowth of the shock coils should be considered as contributing factor. Further information regarding the patient and his activities, previous procedures and x-ray movies showing the leads motion in the implanted state might help to clarify the origin of the assumed stresses. In conclusion, the lead was thoroughly analyzed confirming the reported damages of the svc connector and svc coil. Based on the analysis results an unexpected high stress level of the lead in the implanted state is assumed. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.